Event description:
It was reported that an alert triggered on the right ventricular (rv) lead for high impedance on the rv defib coil. The svc coil also measured high impedance, but it was noted that the svc coil was already programmed off. The physician decided to continue monitoring the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5524m-53 lead, implanted (B)(6) 2002. (B)(4).